Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the patient experienced a fall, then shortly afterwards, the rv lead thresholds began to rise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold to high values. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.